Event description:
The customer reported the ventilator alarmed due to high oxygen supply pressure and oxygen unavailable occurrences. The customer reported the device was in use on a patient and there was no patient harm. When the measured oxygen inlet pressure is greater than 92 psig, the high oxygen supply pressure alarm is active, the oxygen valve is closed and o2 enrichment ends. The ventilator continues to provide ventilatory support to the patient using an air gas source until the oxygen supply pressure falls to a specified level and the oxygen valve opens. Loss of the oxygen source can be detrimental to a patient if this type of event occurs during use. The manufacturers field service engineer (fse) verified the reported occurrences in the device diagnostic history. During evaluation, the fse reported the unit was tested with the settings in use by the customer and the unit functioned without the reported problem, but reported a flutter sound as the unit cycled. The fse recommended to customer replacement of the gas delivery system to address the finding. The customer declined the fse's recommended service.